Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead's distal j fixation shape was normal. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet could not be passed through the lumen of the lead due to dried blood in the lumen. Laboratory analysis cannot confirm dislodgement and the lead tested electrically continuous.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted and replaced due to loss of capture, no sensing and dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned, our post market quality laboratory will analyze the product and this report will be updated upon completion.